Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) is a participant in a clinical study. It was reported the pt's right dbs lead extension was explanted and replaced. The device was reportedly fractured. Prior to the surgical intervention, the pt's therapy needs were successfully addressed via reprogramming.